Event description:
E-mail received from the sales rep. And customer informed that: "we noticed the issue on friday. A patient in the nsicu had a codman bactiseal ventricular catheter. The nurse noticed leakage of csf near the section where the catheter meets the drainage tubing. After inspecting the area, a crack was visualized in a small part in between the catheter and the tubing. Active leakage of csf was observed from this crack. Csf cultures from that morning also revealed ventriculitis due to candida infection. The patient will now require intense antibiotic treatment to help resolve the infection. The catheter was removed and replaced by her neurosurgeon. An incident report was completed and the catheter where the crack is has been placed in sealed bag. This message I had received from our clinical quality specialist: white plastic anchor on ventricular catheter was found to be cracked with patient leaking csf. This left the system open, and patient has developed an infection (meningitis). It is unclear how long the crack has been present (leaking csf noted today)." Complaint pertains to the white connector. Patient is reported to have (B)(6) due to the leak. Additional information received on 11/04/14: the crack was verified on the connector based on the photo received from the customer. The drainage system that the customer was using is from "integra" - not codman. The cracked white connector was a codman product.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was communicated that the complaint sample was not available for investigation. In addition, the product lot number/serial number is unknown; therefore, the evaluation could not be performed. However in absence of the device and based on the photo received from the customer, it appears that the crack was observed on the codman connector, but without the complaint sample it can't be confirmed. It is also not possible to determine the root cause(s) for the damaged device. At the present time this complaint is considered to be closed at this time; however, if the complaint sample becomes available, this complaint will be reopened and the respective evaluation performed. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.